Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was irrigation failure. The timing of the event was unknown. It was not known whether the procedure was completed. There was no information about patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet fluidics management system in a tray was visually inspected and was tested using a console. The sample could be recognized, and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. The aspiration manifold was cut from the cassette insertion to check for an occlusion. No occlusion was detected in the cut-off tubing line. The tubing was detached from the cassette insertion and solvent was observed in the distal end of the aspiration manifold which prevented fluid flow. The solvent (cyclohexanone) used to bond the tubing to the cassette caused an occlusion in the tubing. The root cause is consistent with a manufacturing error where the tubing became occluded during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. All lots are verified that all required tests have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).